Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Cause of death had not yet been determined at the time of the report. The pump data review is expected to be performed. Follow up report will be submitted accordingly.